Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the customer was beginning to start the study, the capsule failed to detach from the delivery system. There was no harm to the patient and the user. No intervention was required, and a repeat procedure was not performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The physician used a scope for capsule placement. No lubrication was used to facilitate placement of the capsule.